Event description:
Patient 2 yrs post bilateral thr, porous coated implant functioning quite well had sudden pain in right hip, followed by grating sensation.x-ray show dislocated polyethelene component.